Manufacturer narrative:
Enovis technician visited the customer and repaired the device. Safety inspection performed; the device passed the safety inspection. The device was disposed of after inspection. No remedial action, corrective or preventive action, or field safety corrective action at this time.

Event description:
It was reported that during interferential current using wet sponge pads a patient complained of slight pain towards the end of the electrotherapy session, but there were no visible abnormalities on the skin. In the evening, the patient reported that she had noticed lesions on her left knee. There were three affected areas with initial blistering, which opened up over time. The wound is treated with eosin in the pictures, which is why it appears red. Over the weekend, there was slight oozing from the wound on the outside of the knee, which had improved by the day of discharge from rehabilitation (B)(6) 2025). The wound was crusted and dry with no significant irritation. The insured person does not complain of any pain. We treated the wound and recommended that she see her family doctor if there is no improvement.

Manufacturer narrative:
It was reported that during interferential current using wet sponge pads a patient complained of slight pain towards the end of the electrotherapy session, but there were no visible abnormalities on the skin. In the evening, the patient reported that she had noticed lesions on her left knee. There were three affected areas with initial blistering, which opened up over time. The wound is treated with eosin in the pictures, which is why it appears red. Over the weekend, there was slight oozing from the wound on the outside of the knee, which had improved by the day of discharge from rehabilitation (B)(6) 2025). The wound was crusted and dry with no significant irritation. The insured person does not complain of any pain. We treated the wound and recommended that she see her family doctor if there is no improvement. The device has not been returned for evaluation, the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.